Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified anastomotic shunt. A 4.5-4/4t/40 symmetry balloon catheter was selected for use however on the first inflation balloon ruptured at nominal pressure after 10 seconds. The device was simply removed and the procedure was completed with another of same device without any patient complications reported.